Event description:
It was reported that, "the surgeon complained that the screwdriver blades were bent, therefore, he was not able to pick up the screws as well as very difficult to tighten the screws. The scrub tech relayed this issue to the sales rep. The surgeon was very frustrated and wanted the bent screwdrivers replaced as soon as possible. Because this was brought to our attention after the surgery and the sales rep was not present, no pt information is available."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.